Manufacturer narrative:
(B)(4). Concomitant medical product: e1 vngd as tib brg 10x75, catalog # ep-189080, lot # 835850; vanguard cr ilok fem-lt 67.5, catalog # 183030, lot # 231010; biomet cc cruciate tray 75mm, catalog # 141234, lot # j3465523; cobalt g-hv bone cement 40g, catalog # 402283, lot # 232350; cobalt g-hv bone cement 40g, catalog # 402283, lot # 156410. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing pain and limited range of motion that lead to a manipulation procedure. Patient further alleges continued pain and limited mobility. Medical records indicate the patient then underwent a revision procedure of the patella prosthesis and competitor product was implanted. Patient alleges experiencing a blood clot post-revision procedure which required additional hospitalization; however, medical records states no post-operative complication.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Medical record review confirms the patients reported pain and lack of range of motion. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ (B)(6) 2016; mua with intra-articular injection performed without complication. Lack of extension 5° and flexion 70°. Continue use of cpm. ¿ during this hospitalization, the patient developed a bladder infection which required IV abx and hospitalization. He then reports some prostate problems which resulted in a turp. ¿ (B)(6) 2016; follow up visit ¿ patient continues pt and home exercises. No swelling noted, lack of extension a few degrees, flexion is almost 90°, passively over 90°. Pt instructed to continue exercises, dynamic splint for flexion and extension, continue medications. ¿ (B)(6)2016; follow up visit ¿ continued pain at rest, rom 5-90°, swelling; xray findings: prominent spur at the posterior aspect of the distal femur. ¿ (B)(6) 2016; follow up visit ¿ continued pain and stiffness, rom 0-90°; CT findings: diffuse suprapatellar bursal synovial thickening could be related to chronic inflammation. ¿ (B)(6) 2017; left quadricepsplasty and revision of patellar component due to left knee ankylosis post arthroplasty. Ebl 200ml. Tourniquet time 27 minutes. Abundant scar tissue noted. The patellar component was completely covered in scar tissue. No post-op complications noted. Negative cultures. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.